Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups), batteries and power cable for the navigation system were replaced to restore functionality. The navigation system then passed as system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The batteries were returned to the manufacturer for analysis. The batteries were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power cable for the navigation system was returned to the manufacturer for evaluation. Testing found that the cable was twisted with multiple kinks in it. Continuity testing found an open in a white wire in the power cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while on-site testing the navigation system, the system would not power on. It was reported that the multi-out was replaced without resolution. It was noted that multiple outlets were tested and the uninterruptible power supply (ups) connections were reseated without resolution. The batteries were then disconnected through the disconnect switch, and the navigation system would still not power on. It was noted that the ups did not engage when plugged into a known operational outlet. There was no patient present when this issue was identified. No additional information was provided.